Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the roller was damaged and not cutting properly. The roller was replaced and resolved the reported issue. It was noted that this unit has not been returned for annual preventative maintenance. Review of the device history record identified no deviations or anomalies during manufacturing. Device is used for treatment. A definitive root cause cannot be determined. The event is confirmed.

Event description:
There is no additional information.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). A follow up/ final report will be submitted once investigation is complete.

Event description:
It was reported the roller no longer cuts well, it is blunt. The event timing was during instrument check prior to the surgery. There was no harm or delay reported. No adverse events were reported as a result of this malfunction.